Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced high blood glucose of 599 mg/dl; treated with 20 insulin units of manual injections and it came down to 247 mg/dl. Customer stated that she inserted a new battery and the insulin pump alarmed battery out limit and now the settings didn't seem accurate. Customer was assisted with reprogramming fixed prime. Basal rate settings were checked and they are correct. Customer stated the batteries were out of pump greater than duration allowed. Nothing further reported.